Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. The infusion sets were falling off from her body. The patient experienced elevated blood glucose levels. The customer alleged the infusion sets she had from a particular lot were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.